Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the perfusionist that the driver would alarm and shut down when battery a was removed. The patient was switched to a back up driver without further incident.

Manufacturer narrative:
The patient remains ongoing on bi-vad support with the back up driver. The device was returned to the manufacturer and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further information is available.